Event description:
The customer called to report issues she has been having with the pod's adhesive. She stated that "pods are coming off in short minutes of time." To remedy the situation, she "went and bough tape" to keep the pods on her body. With this particular pid, "the adhesive wore out near the cannula, causing it to come out of the skin." As a result, she experienced a high bg level of 372 mg/dl. The pod will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. No mechanical issue can be confirmed. Although no mechanical issue can be confirmed, it is determined that the customer's high bg levels had resulted from the cannula pulling from the insertion site. This condition is considered to be a failure of the device to function as intended (by failing to control bg levels). For this reason, we are considering a device malfunction to have been a contributing factor to the customer's high bg levels (despite the inability to confirm any mechanical issue). The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Based on the information provided in the report, it is unknown when the cannula had "pulled out" in relation to when bg levels began to increase. Note: the customer reported experiencing issues with the pod's adhesive. We are aware that, based on unique skin sensitivities, customer's may experience varying degrees of success with pod adhesion. The omnipod website contains a resource guide that contains a listing of products that can be used to aid in pod adhesion. A review of lot qualification records could not be performed as no lot number was provided.